Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. Ge rep verified and adjusted iris pot resistance as preventative measure. System is operating as intended.

Event description:
It was reported that the system would not display an iris pot error upon boot-up. No pt injury was reported.